Event description:
It was reported that when the asymptomatic patient presented in-clinic, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made and resolved the oversensing. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.